Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket, and that the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the atrial lead connector pin was placed into the implantable pulse generator (ipg) header, there was no sound indicating the lead was well fixed to the ipg. Additionally, the physician commented that the set screw slipped. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.